Event description:
It was reported that this was a venotomy closure of the right common femoral vein using the pre-close technique via a 7f sheath hole prior to an atrial fibrillation (af) ablation intervention procedure. Reportedly, no femoral imaging was performed and the suture came out with the knot/loop intact [suture malposition]. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 14f sheath and the af ablation procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information, the reported difficulty appears to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. Reportedly, femoral imaging was not performed. It should be noted that the electronic perclose prostyle instructions for use (IFU) states: perform a femoral angiogram to verify the location of the puncture site. In this case, it is unknown if the reported IFU violation contributed to the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.